Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not recognize te's) has been confirmed. Upon investigation the monitor was unable to communicate with electrode belt therapy electrodes. Pin #2 in the monitor's electrode belt receptacle was bent, causing the failure. The root cause for the bent pin could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to recognize electrode belt therapy electrodes.